Manufacturer narrative:
The attached user facility report (B)(4) was received from the (B)(4). The pump remains in use supporting the pt. No additional info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received the attached user facility report (B)(4). The report indicated that a suction event occurred. The pump rpm's were decreased and dobutamine was continued. The pt remains ongoing.